Manufacturer narrative:
Potential causes for this alleged incident are labelled for in our instructions for use. The instructions may not have been followed resulting in the alleged incident. Factors that may degrade performance or affect the accuracy of the measurement include the following: electrosurgical interference.

Event description:
Nurses found a little dark area upon sensor removal "blackened" mark. Reported as possible pressure sore, on patient who underwent cardiac surgery the previous day. The ''bovie pad' was placed over or very near the sensor according to a hospital observer. Sensor was left in place for more than 12 hours.